Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a motor that kept rewinding itself during the priming procedure. The caller did not provide the blood glucose reading. The caller stated that the procedure was repeating over and over. No anomaly was observed in the alarm history during troubleshooting. The caller stated that she had changed the battery multiple times to exit the prime/filling menu. She was advised to change the reservoir and to call back. She was also advised that a replacement battery cap would be sent. Nothing further reported.